Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported right side "deformation, discontinuous crumple, multiple folds, fluid in the capsule spreads to the outside" via diagnostic imaging with conclusion of right breast implant rupture. The device has been explanted.